Manufacturer narrative:
Device is a combination product. (B)(4). Visual and microscopic examination of the device found slight stent damage, a strut was slightly misaligned in the middle of the stent disrupting the profile of the stent. No kinks or damage were noticed along the shaft of the device. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Predilation was performed with a non-bsc 2.0 x 15mm balloon catheter and a promus element mr 4.00 x 20mm stent was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed that there was stent damage.